Event description:
Ethicon endo surgery el5ml ligamax was used during a laparoscopic cholecystectomy with surgeon and rnfa detailed the defectiveness as misfiring and clips not coming out correctly. Item was removed from pt and new item was given to surgeon. Dates of use: (B)(6) 2018; diagnosis or reason for use: chronic cholecystitis. Event abated after use stopped or dose reduced. The product is not compounded; the product is not over-the-counter.